Manufacturer narrative:
(B)(4). The device has been returned. Product analysis is in progress.

Manufacturer narrative:
Optical examination of the implant reveals plastic deformation and witness marks at the base of the inserter interface features, suggesting excessive bend stress during implant insertion. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that when inserting the peek device into the disc space, the surgeon tapped on the inserter twice and the device disengaged from the inserter. The inserter slid and tore the dura. Post-op the patient was experiencing numbness and tingling in the foot. Symptoms improved since the date of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.